Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient experienced worsening incontinence. Reprogramming was performed. The issues were not resolved and a surgery was required due to lack of efficacy. It was noted that the cause of the issues was determined to be because the interstim therapy and nerve was no longer effective at the present nerve site.

Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that there was a power-on-reset (por) error code. Also, the patient stopped feeling stimulation. The health care professional (hcp) determined 3 weeks prior to (B)(6) 2015 that the implantable neurostimulator (ins) battery was low. They scheduled for the ins replacement in (B)(6) 2015. At the appointment 3 weeks prior, the hcp determined "the lead was not making the right connection or something or was not reading something." They could not bring it up on the programmer. There were no electromagnetic interference (emi) related to the issue. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, diagnostics/troubleshooting performed, or cause of the event were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.